Event description:
Customer reported both monitors went dark during a case. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the display adapter pcb. System operates as intended.